Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Result: the reported invalid impedance issue was confirmed. One of the lead was returned with a fracture in the lead body where all of the internal wires were broken. This would have caused the invalid impedances observed in the field and could have contributed to changes in the patient therapy. The fracture was consistent with the lead being subjected to an overstress condition while it was inside the body. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report# 1627487-2015-20144.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2015-20144.

Event description:
Device 2 of 2 . Reference MFR. Report# 1627487-2015-20144.